Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 6 of 6 mdrs filed for the same patient (reference 1825034-2016-03570 and 1825034-2013-04260 / 04261 / 04262 / 04263 / 04264). Device retained by attorney.

Event description:
During a hip revision, there was difficulty removing the femoral head, as it had become cold-welded to the taper junction. There was no delay recorded in the operative notes from the procedure.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical products - m2a magnum cup catalog#: us157852 lot#: 398140, taperloc stem catalog#: 103202 lot#: 688530, m2a magnum head catalog#: 157446 lot#: 536660. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The reported event was confirmed through the review of operative notes. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During a hip revision, the taper adaptor could not be removed as it had become cold-welded to the taper junction. There was no delay recorded in the operative notes from the procedure. No additional patient consequences have been reported.